Event description:
Boston scientific received information that during the elective explant procedure for this pacemaker, the physician experienced difficulty loosening the setscrew. Boston scientific technical services (ts) suggested options. Because of the setscrew issue and the lead having been implanted for many years, there was concern about the lead integrity. There is no information regarding the model and serial number of this lead. The lead was taken out of service and a new system was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned several years later with no output and no telemetry function. The device header was examined. Visual inspection noted that the setscrew was in the up position and the retainer ring was bent. The setscrew moved freely and operated normally. Laboratory analysis was unable to confirm the reported clinical observations during testing. No further testing was able to be performed due to lack of output and telemetry function.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.